Manufacturer narrative:
As reported in a research article, four-year outcomes after transcatheter or contemporary surgical aortic valve replacement from the evolut low risk trial. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article title: " four-year outcomes after transcatheter or contemporary surgical aortic valve replacement from the evolut low risk trial "

Event description:
The article, "four-year outcomes after transcatheter or contemporary surgical aortic valve replacement from the evolut low risk trial", was reviewed. The article presented a prospective, multicenter study to present the 4-year outcomes for the evolut low risk trial comparing transcatheter aortic valve replacement (tavr) to surgery with currently used contemporary surgical bioprostheses. Devices included in the study were abbott biocor/epic, sorin, mitroflow, perceval, corevalve, evolut, and unknown edwards valve. Trifecta was referenced but excluded in final analysis. The article concluded that patients with severe aortic stenosis at low surgical risk who received tavr with a self expanding supra-annular bioprosthesis sustained favorable outcomes for the primary endpoint of all-cause mortality or disabling stroke compared to those who underwent surgery using contemporary surgical prostheses. Future analysis with longer follow-up will shed light on the effective safety, durability, and performance in this subset of patients. [The primary and corresponding author was basel ramlawi, lankenau heart institute, 100 e lancaster ave, wynnewood, pa 19096, with corresponding email: basel.ramlawi@gmail.com] the time frame of the study was not reported. A total of 1414 patients were included in the study, of which 127 (9.0%) received an abbott device. The average age was 74 years. No other patient information regarding gender, weight, and comorbidities were reported.